Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) balloon due to a hole in the balloon and recurring incontinence. The patient is expected to fully recover post revision surgery.